Manufacturer narrative:
The returned tower rod reducer was examined. A prong was found to have bent and a tab insert has fractured off. It is possible that the device was fatigued from use over time making it more susceptible to failures such as this. Based on the visual evaluation, it is likely an off-axis force was applied to cause this failure as only one side of the device displayed the deformation. However, as this was discovered during kit inspection with no information regarding the events of the failure, no final conclusion can be drawn. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported the tower rod reducer is bent and getting stuck. This was identified during a set inspection. There was no reported patient or surgical involvement. Upon receipt of the device by zimmer biomet personnel, the tip of the inserter was found to be fractured.